Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, remote manger latch failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the refrigerator remote manger latch was not opening. The field service engineer confirmed with the customer that the issue had occurred previously. The customer discovered that the fridge has a lock feature for the doors. The customer verified that the mechanics of the fridge were the cause. Once the code was entered, the door unlocked. The system functioned as intended after the customer resolved the issue.